Manufacturer narrative:
One sample was sent for additional investigation for possible interfering factors. Based on the available data, an interfering factor could be excluded and a general reagent issue could be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample resulted with a tsh value of 0.04 uiu/ml when tested on the e 801 analyzer. The sample was repeated on an architect analyzer, resulting with a tsh value of 0.027 uiu/ml. The sample was treated with polyethylene glycol (peg) and repeated for tsh on the e 801 analyzer, resulting with a 100 % recovery. The sample resulted with a ft3 value of 7.47 pg/ml when tested on the e 801 analyzer. The sample was repeated on an architect analyzer, resulting with a ft3 value of 4.63 pg/ml. The sample was treated with polyethylene glycol (peg) and repeated for ft3 on the e 801 analyzer, resulting with a 72.8 % recovery. The sample resulted with a ft4 value of 2.98 ng/dl when tested on the e 801 analyzer. The sample was repeated on an architect analyzer, resulting with a ft4 value of 1.38 ng/dl. The sample was treated with polyethylene glycol (peg) and repeated for ft4 on the e 801 analyzer, resulting with a 114.8 % recovery. The e801 analyzer serial number is (B)(4).